Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose (bg) level was impacted; the value of the level was not known. The school nurse had assisted the customer. When the contact was changing the cartridge and infusion set/site the cartridge pigtail was noted to be discolored. The contact did not know what caused the discoloration and if the discolored tubing was related to the occlusion.